Event description:
The reporter stated that the unit switched off. The pump had been in use, plugged into its power supply. After the infusion was complete and no longer connected to the patient, the pump was unplugged from the power supply. The pump powered off immediately when unplugged. There was no patient injury or treatment associated with this event.